Event description:
It was reported that catheter issue occurred. The 80% stenosed, 15 x 2.50 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The device was replaced for another of the same model to complete the procedure. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection found that the sheath assembly was kinked.

Event description:
It was reported that catheter issue occurred. The 80% stenosed, 15 x 2.50 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter was fractured. The device was replaced for another of the same model to complete the procedure. No patient complications were reported, and the patient was stable.